Event description:
Rn noted that IV pressor medication was leaking from a hole in the side of the IV tubing. This caused the pressor medication to not reach the patient and had the potential to significantly impact patient outcome. This rn noted that this is the second hole in tubing that he/she has encountered in the past month. This has increased monitoring of equipment, especially when running high priority medications.